Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with blood glucose levels greater than 500 mg/dl. The customer also experienced vomiting and nausea. The caller stated that the customer is currently out of the country, and stated that the insulin pump was not delivering properly because every time she connects to it, her blood glucose levels immediately elevate. Advised the caller that the insulin pump would be replaced.